Event description:
Stapler was placed on lung and would not fire or release the lung. Tried manual release and was still stuck. Surgeon got the jaws open.manufacturer response for echelon flex 60, echelon flex 60 (per site reporter).======================took report of incident, issued rga#, and sent return kit.